Event description:
A nurse reported that during implantation of an intraocular lens (iol) it was noted that the haptics were broken. Enlargement of the incision was required to remove the iol. Add'l info has been requested.